Manufacturer narrative:
Our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of component damage ¿ no leak was confirmed upon inspection of the samples. Analysis of the sample showed that the bond between the top disc of the septum and the top body appeared to be broken. Bd was not able to determine the root cause of the failure after analysis of the provided photos because there were no distinguishing features which could aid in the identification of the cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore - 385102 - component damage - no leak. During use, the septum was found to be damaged. One unit was affected. The sample can be returned, and photos are available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.